Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on to the verify screen with a faded and discolored display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim/fading/discolored display screen. The reporter was walked through adjusting the contrast with no improvement to the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.